Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. Abbott technical services was contacted, session records were reviewed, and premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed by analysis. The device was at elective replacement indicator (eri) level when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery was depleted prematurely. Electrical testing revealed that the premature depletion was caused by high current draw in the hybrid. The cause of the high input current was found to be a hybrid anomaly.